Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. On an unreported date in the same month as the onset, the patient was treated with unspecified antibiotics (doses, frequencies and routes not reported) for peritonitis. The cause of the peritonitis was unknown. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
One day after onset, the patient was diagnosed with peritonitis additionally reported to be manifested by abdominal pain. On the following day, the patient began treatment for the peritonitis with injection vancomycin (1.5 gram, every fifth day, intraperitoneally [ip]) and injection fortum (1.5 gram, once daily, ip) for two weeks. At the time of this report, dianeal and extraneal therapies were ongoing. The cause of the peritonitis was reported to be constipation (previously reported as unknown). As a result, upon further review, baxter disposable products are no longer considered suspect product in this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.